Event description:
Customer reported that their meter's test would not start upon strip insertion. As a result they were unable to test and experienced feeling tired, weak and stated they had a seizure. Customer denied paramedics were called and stated she saw her doctor, was diagnosed with hyperglycemia and treated with januvia. Customer also stated she suffers from seizures. Attempts were made to contact customer and clarify the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.